Event description:
It was reported that the drill bit broke during use. A second drill bit was used to complete the case. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.